Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported persistent hyperglycemia (300¿500 mg/dl) despite supply changes and site checks. The user, on a 6mm 23¿ teflon infusion set with dexcom g7, had ketones of 40¿80. The user was removed from ilet therapy, placed on backup insulin, and glucose briefly dropped to 198 mg/dl before rising above 400 mg/dl. Hospitalization was being considered; outcome not confirmed.